Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd eclipse¿ safety thin wall needle separated from the bd luer-lok¿ syringe and broke. The following information was provided by the initial reporter: "break a0413 - material separation a0501 - detachment of device or device component".

Event description:
It was reported that the bd eclipse¿ safety thin wall needle separated from the bd luer-lok¿ syringe and broke. The following information was provided by the initial reporter: "break a0413 - material separation a0501 - detachment of device or device component".

Manufacturer narrative:
The following information has been updated: d.4 medical device lot #: 9203918. D.4 medical device expiration date: 2024-07-31. H.4 device manufacture date: 2019-07-22 h3 other text : see h10.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. Batch number is unavailable and hence unable to perform the DHR review.

Event description:
It was reported that the bd eclipse¿ safety thin wall needle separated from the bd luer-lok¿ syringe and broke. The following information was provided by the initial reporter: "break a0413 - material separation a0501 - detachment of device or device component".

Manufacturer narrative:
Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe), PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd eclipse¿ safety thin wall needle separated from the bd luer-lok¿ syringe and broke. The following information was provided by the initial reporter: "break a0413 - material separation a0501 - detachment of device or device component".